Manufacturer narrative:
Continuation of d10: ddbc3d1 ICD; implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Four days later, the lead alerted for undefined high pacing impedance. Additionally, the lead displayed potential oversensing on stored electrograms (egm) and intermittent loss of ventricular capture on current and stored electrograms (egm). The following week, it was reported that the patient experienced bradycardia. Due to a confirmed fracture, the low voltage portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.